Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the e117 error occurred due to a faulty graphics processing unit (gpu). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera control unit experienced an e117 error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e117 occurred due to faulty graphics processing unit. Olympus will continue to monitor field performance for this device.